Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that 11 days after the implantation loss of capture occurred on this rv lead. The patient experienced syncope and was hospitalized. The lead could not be removed despite unscrewing. It was left in patient and a new lead was implanted.